Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to a spyscope ds ii, hurricane rx dilatation balloon, biliary cytology brush and extractor pro retrieval balloon that were used in the same patient and procedure. It was reported to boston scientific corporation that a spyscope ds ii, hurricane rx dilatation balloon, biliary cytology brush and extractor pro retrieval balloon were used in the common bile duct during a cholangioscopy - spyglass procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the image of the spyscope ds ii was lost approximately 15 minutes into the procedure. Additionally, the balloon used for dilation procedure had a hole, and the retrieval balloon popped during stone removal. The distal end of the cytology brush was also noted to be bent. The procedure was not completed due to these events. Reportedly, the patient was sedated when the procedure was cancelled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Correction: b5 block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h6 (evaluation conclusion codes): conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii, hurricane rx dilatation balloon, biliary cytology brush and extractor pro retrieval balloon were used in the common bile duct during a cholangioscopy - spyglass procedure performed on (B)(6), 2020. According to the complainant, during the procedure, it was noted that the image of the spyscope ds ii was lost approximately 15 minutes into the procedure. The procedure was not completed due to this event. Reportedly, the patient was sedated when the procedure was cancelled. Additionally, the balloon used for dilation procedure had a hole, and the retrieval balloon popped during stone removal. The distal end of the cytology brush was also noted to be bent. There were no patient complications reported as a result of this event.